Manufacturer narrative:
Please note: due to new (B)(6) regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4)- 1403us - MFR. Date: 01/31/2014 - exp. Date: 01/31/2015, (B)(4)- 1650 - MFR. Date: 01/31/2016 - exp. Date: 01/31/2017, (B)(4)- 1650 - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017, (B)(4)- 1650 - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017, (B)(4)- 1650 - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017, (B)(4)- 1650 - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017, (B)(4)- 1650 - MFR. Date: 01/31/2016 - exp. Date: 01/31/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. "The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that while the patient was using a controller, he exhibited a critical battery alarm with two fully charged batteries. The controller was changed out without incident. Then while the patient was on his backup controller, the patient had a critical battery alarm when he disconnected battery 1 while changing to ac adapter. He stated that the vad stopped twice and rebooted but he has had no further alarms since. The patient presented to the clinic and the pump was also very warm to touch and appears to be drawing power from both batteries. There was no effect to the patient.

Manufacturer narrative:
(B)(4). The reported event of a critical battery alarm was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of (B)(4) log files revealed multiple premature switching events triggered by (B)(4). These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. A critical battery alarm was triggered by (B)(4). This critical battery alarm was most likely due to a communication anomaly. (B)(4) had not received the smr upgrade prior to these events. Analysis of (B)(4) log files revealed two controller power up events. The first event occurred on (B)(6) 2016 at 00:51:42. The second event occurred at 00:52:19. Prior to these events, the controller was connected to (B)(4) with 95% and 97% remaining charge respectively. Following these events, the controller was connected to a cac adapter and (B)(4) with 96% remaining charge. These events can most likely be attributed to a double disconnect of external power sources from the controller. Analysis revealed that the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The reported event of a critical battery alarm could not be confirmed on (B)(4). The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.